Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and was unable to talk. Customer stated will call back customer care team.

Event description:
Consumer reported complaint for erratic blood glucose results. Caller is calling on behalf of the customer. The customer is concerned with tests results obtained of 376 and 258mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms at time of the call. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call, a back to back blood test was performed by the customer and produced test results of 376 and 258mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 10/30/2019 and open vial date is 8/16/2019. The meter memory was reviewed for previous test result history. (B)(6).